Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from the low to mid 200's (mg/dl). The bg level was addressed with a bolus via the pump and a manual injection. Reportedly, the basal rate and carbohydrate ratio settings needed to be adjusted. The contact was working with the customer's healthcare provider regarding the settings adjustment.